Event description:
It was reported that the leads dislodged due to twiddler¿s syndrome. It was noted that due to the dislodgement the leads could not deliver appropriate pacing therapy. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 407645 implantable pacing lead, implanted: (B)(6) 2013; product ID: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.